Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that hey had an interrogation on the projected longevity and it read four months. Then at a later time they had the implantable cardioverter defibrillator (ICD) read again and asked if the device needed to be replaced. The clinic the patient was at informed them that they had six years remaining on the ICD. The patient was wondering why there was a discrepancy with the longevity of the device. The ICD remains in use. No patient complications have been reported as a result of this event.